Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient's left ventricular lead had been recoiled inside the device pocket on an unknown date. The lead was extracted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.